Event description:
Pump declared alarm 20 was reported, which occurred during pumping. The impact on blood glucose level was unclear as the customer declined to answer whether it exceeded 500 mg/dl, and no further information is available. The customer planned to use multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged by technical support. Additionally, the customer received instructions to put the faulty pump into storage mode and return it within ten days using a pre-paid label.